Event description:
Reference number (B)(4). Event occurred in the united states on 02-sept-2024, it was reported that the patient encountered infusion sets cannula crimped events. The infusion set was in use for 1 day company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.

Manufacturer narrative:
E1 patient city; (B)(6) patient country: united states.